Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/22/2021.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy drain and abdominal pain. The cause of the event was not reported. It was reported that the patient was not hospitalized and was not treated with any medication for the event. At the time of this report, the event was still ongoing. Action taken with pd therapy was not reported. No additional information could be provided as the reporter declined to provide follow up.